Manufacturer narrative:
Device had no output or telemetry when it was received. Code corrupted had occurred and caused the device to revert to backup operation, and this was possible due low battery voltage. Device image showed that autocapture feature was enabled and operated in high output mode at times, this could cause the battery to deplete in a faster rate. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Analysis performed after reloaded product code and installed new battery did not find any find any anomalies except voltage being at eol. The implant duration was 10.86 years, which exceeded device's 10.83 year projected longevity, and is considered normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
During scheduled follow-up, the device was noted to have entered eri earlier than expected. The device was explanted and replaced. The patient is in good condition following the procedure.